Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was explanted and replaced with a new lv lead. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.